Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (318-over 600 mg/dl) and the cause was not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider. Upon follow-up, the high bg was resolved and a healthcare provider thought that new medication may have contributed to the high bg.